Event description:
Customer reports issue with discrepant calcium results since installation of instrument. Exact number pts impacted and specific data were not provided. Initial results reported. No adverse events reported in association with the incorrect results. Only the following results were provided, exact date of occurrence not provided: pt 1 initial result 11 mg/dl, repeated 9 mg/dl. Pt 2 initial 11.2 mg/dl, repeated 9.6 mg/dl. Pt 3 initial 11.4 mg/dl repeated 9.8 mg/dl. The field svc rep was unable to determine the cause of the discrepancy. Performance tests were performed and within spec.